Event description:
As the surgeon inserted one of the locking screws, he noticed a small metal shaving or peeled screw thread fragment coming off the locking screw. The surgeon removed the metal fragment, and confirmed by microscopic examination that the entire fragment was retrieved. The locking screw remained in place and was seated completely. The surgeon completed the acdf procedure with no further problem. This report is for an unknown plate. This is report 3 of 4 for complaint (B)(4).

Event description:
Pt status post zero p procedure level c3-4, unk date of implantation, clp-va plate and screw procedure level c5-7, unk date of implantation, returned to different surgeon. It was determined the pt had adjacent level disease. Pt was returned to operating room on (B)(6) 2012. The zero-p hardware at c3-4 was left intact, the clp-va hardware plate and screw at c5-7 was removed, although fusion was achieved, the hardware would interfere with adjacent level hardware to implant. All screws within the clp-va plate were intact, the clp-va hardware plate and screw at c5-7 was removed, although fusion was achieved, the hardware would interfere with adjacent level hardware to implant. All screws within the clp-va plate were intact. An acdf was performed at level c4-5 for the adjacent level disease. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.